Event description:
Customer reported the pt caused damage to the canopy. There is a tear located on the right side panel. Customer did not provide a date when this occurred. No pt injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed a three foot tear on window a and two elements open on panel c. In addition, the red zipper on panel a does not connect. Note: instruction for use state: before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. MFR reference file # (B)(4).